Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had impedances of greater than 3000 ohms with thresholds of 7.0v@2. There is no indication of a revision.